Event description:
It was reported that one year ago on an unknown date, an unknown sized portico valve was implanted. Valve stenosis was observed after 1 year and on an unknown date, the device was explanted and replaced with an unknown device. The patient status is unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
An event of stenosis after one year of valve implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. No additional information was able to be received. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.